Event description:
According to the initial report, the patient is a 30 year old man, who had a bav (bicuspid aortic valve) with severe ar (aortic regurgitation). A 26 mm homograft was used for a 70 kg patient on (B)(6) 2023. In the or (operating room), his mg (mean gradient) was 3 mmhg. At follow-up in june, his gradient had increased to 15 mmhg. He was reimaged in august and the gradient had increased to the mid-20¿s. In november, there was a mg of 35 mmhg and now he¿s in the 40¿s. His symptoms are mild, if present at all. He has borderline to mild rv (right ventricular) dysfunction and his autograft is fine with trivial ar. The stenosis appears most significant at the level of the valve, but there is diffuse thickening of the entire conduit. This is most visible on CT (computed tomography) imaging. With consensus that this is an early inflammatory reaction causing stenosis.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
The certificate of assurance for pulmonary valve & conduit sg (sgpv00), sid# 12560870 was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. The inspector¿s training records were reviewed, and the technician was found to be appropriately trained at the time the task was performed. Per the very limited medical history provided above and with a cross-reference to our implant summary database, the allograft related to this event (sgpv00) was implanted on (B)(6) 2023 into a then 29.6 year-old male undergoing a ross procedure. Wherein, the patient¿s autograft pulmonary valve was used to replace the aortic valve and the allograft was used to replace the native pulmonary valve. It appears the patient¿s post-operative follow-up imaging documents an increasing gradient across the allograft as well as diffuse thickening of the entire conduit and significant stenosis at the level of the valve resulting in an intervention in (B)(6) 2024 where a tavr was placed within the allograft, approximately 11 months post implant. As such, no tissue was explanted or returned to artivion, so no sample evaluation could be completed to evaluate the suggested inflammatory reaction mentioned above. Additionally, no additional patient medical history, including prior surgeries, or prior medical devices implanted, transfusions, etc. Are available at this time. Cryopreserved pulmonary homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Albeit valvular and conduit stenosis and immunologic reaction have been reported with the use of cryopreserved cardiac allografts and are listed in the instructions for use (IFU). As stated above, stenosis has been reported with the use of cryopreserved cardiac allografts and are listed in the sgpv IFU. The root cause of the reported event approximately 11 months postoperatively remains unclear; although the inflammatory response as suggested by the surgeon may have contributed the reported event. Adequate precautions are provided in the IFU. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, the patient is a 30 year old man, who had a bav (bicuspid aortic valve) with severe ar (aortic regurgitation). A 26 mm homograft was used for a 70 kg patient on (B)(6) 2023. In the or (operating room), his mg (mean gradient) was 3 mmhg. At follow-up in june, his gradient had increased to 15 mmhg. He was reimaged in august and the gradient had increased to the mid-20¿s. In november, there was a mg of 35 mmhg and now he¿s in the 40¿s. His symptoms are mild, if present at all. He has borderline to mild rv (right ventricular) dysfunction and his autograft is fine with trivial ar. The stenosis appears most significant at the level of the valve, but there is diffuse thickening of the entire conduit. This is most visible on CT (computed tomography) imaging. With consensus that this is an early inflammatory reaction causing stenosis.